Event description:
In the 'abstract book for the european congress of neurosurgery meeting'; one of the papers to be presented (ss 148.4), indicates that one pt implanted with an osv valve had died due to hematocephalus complications. The european congress took place between september 19 and 24 of 1999.